Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, high impedance and capture threshold at high output were observed on the right ventricular lead. The values have been slowly increasing since approximately april 2019. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in three pieces. The reported event of high impedance and high capture threshold were not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion due to friction to the device can was noted breaching the optim sheath only at 41.5cm to 41.7cm from the distal tip. The silicone tubing was undamaged in this location. The cause of the external insulation abrasion is consistent with friction to the device can.